Manufacturer narrative:
Concomitant product: unk-sigadapt - unknown signia egia adapter, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown unknown egia su - unknown endo gia sulu, lot# unknow h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted no abnormalities. Functional testing indicated that the handle would occasionally take longer than expected to calibrate the adapter. During the clamp test, it was noted that the handle would occasionally display the remove reload screen after the reload was fully clamped. The handle had 288 of 300 procedures remaining. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the adapter did not calibrate as expected after loading and the device was unable to perform the open/close test prior to use. The reported issues were confirmed. The most likely cause was traced to software coding. It was also reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: q12 transistor was damaged. Visual inspection noted that after disassembly of the device, a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the adapter was placed at the power handle, it takes more time to recognize the adapter. There was a device error when the reload was place at the adapter, it shows that the reload was wrong and needs to take it off. As a result, clamp test was not able to performed. A new handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that there were field programmable gate array (fpga) errors during adapter calibration and the reload clamp test. The fpga failed to reprogram. The power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible resulting in the handle being unable to complete adapter calibration and the reload clamp test.

Manufacturer narrative:
Additional information: g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.